Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ethernet cable was damaged. A field service engineer (fse) replaced the cable to resolve the issue. Network connectivity was validated by executing a ping test through command prompt, which confirmed successful communication, and by logging into the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 16fl in disconnected mode and the refrigerator temperature was out of range at 50°f. The customer rebooted the device and checked the internet connection but was not able to connect the device to the network. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.